Event description:
It was reported that a patient had ineffective lead placement, a lead revision was done, and the lead was explanted and replaced. No diagnostic testing or troubleshooting was performed. There were no patient symptoms or complications associated with the event. The patient has received greater than 50 percent symptom improvement, appeared to be doing well, and would follow up with the doctor¿s office.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hye5, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).